Event description:
A fuse on the main power distribution control board was broken, during stand by and didn't exposure x-ray and didn't move arm.

Manufacturer narrative:
(B)(4). This system worked correctly. The field service engineer replaced the main power distribution board, this solved the problem.